Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. The sensor plug was properly seated in the mount. Data was extracted from sensor using approved software and the sensor was found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure modes were observed. However, there was a watermark at the base of the tail (indicating, that the sensor was applied correctly). Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported, obtaining the error message "check sensor" from the freestyle libre 2 sensor. And ordered a replacement product. The replacement product received by the customer was incorrect. And therefore, customer could not use to monitor glucose. The customer experienced a loss of consciousness. However, did not report any self-treatment or third-party medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device manufactured date) has been updated based on extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported obtaining the error message "check sensor" from the freestyle libre 2 sensor, and ordered a replacement product. The replacement product received by the customer was incorrect and therefore customer could not use to monitor glucose. The customer experienced a loss of consciousness, however, did not report any self-treatment or third-party medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported obtaining the error message "check sensor" from the freestyle libre 2 sensor, and ordered a replacement product. The replacement product received by the customer was incorrect and therefore customer could not use to monitor glucose. The customer experienced a loss of consciousness, however, did not report any self-treatment or third-party medical intervention. There was no report of death or permanent injury associated with this event.